Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using contralateral approach via the right femoral artery. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery to the popliteal artery. After crossing non-bsc guide wire, dilatation was performed with 2mm coyote balloon. Then, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for further dilatation; however, during inflation, the balloon ruptured within the specified pressure. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. No complications nor injuries were reported.